Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed damage. Distal strut rows 1-2 and 7-8 were damaged with struts lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured and is within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00 x 20mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, it felt that the device got caught. When the device was removed, it was noted that the distal and mid part of the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.